Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two separate episodes. Technical services (ts) analyzed device episode data and found that there was oversensing of baseline noise. The noise was corrected after the shocks. The shock impedance was high at 142 ohms. X-rays and isometric testing were recommended. Ts noted that this was possibly due to sense b artifact. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.